Manufacturer narrative:
Analysis was not performed philips; however, remote support was provided by a remote service engineer which included troubleshooting the issue. Based on the information available, the nibp cuff was faulty. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cuff. The issue was resolved by replacing the nibp cuff and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an easy care cuff 1 hose, adult (1) indicating that the non-invasive blood pressure (nibp) reading is showing high when used with a gs20 patient monitor. The device was in use on a patient at time of event, there was no adverse event reported.